Event description:
A laser tech reports that a pt was treated with a low energy setting on the right eye, causing an incomplete flap. The treatment on the right eye was canceled and the pt was sent home. The surgeon plans to complete the lasik treatment when the pt's flap has healed. Additional info has been requested.

Manufacturer narrative:
The tm (territory manager) could not reproduce vacuum failure. Verified accurate vacuum readings. Vacuum system is fully operational. Completed system verification to specs. The root cause of the customer's complaint is unk. (B)(4).